Manufacturer narrative:
The t:slim user guide states, "your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer received multiple intermittent auto-off alarms. Customer reported a blood glucose level of 83mg/dl. Tandem technical support confirmed with customer that there had been no interaction with the pump for over 12 hours through review of pump data. Customer resumed insulin delivery successfully.